Manufacturer narrative:
Based on the information provided, it cannot be determined if the alleged infections are related to prevena" peel & place" system kit. The nurse reported "we cannot definitively implicate prevena in these infections but do know that use of prevena was a new intervention and that ceasing use of the prevena (along with other interventions) resulted in the issue being eliminated. The medwatch was submitted to the FDA out of an abundance of caution but, as a result of additional practice changes following these six post-operative infections are not comfortable drawing any formal causation between prevena and the infections." Prevena" device labeling, available in print and online states: infected wounds: as with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, prulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena" incision dressing is not intended to treat infection,but to reduce bacterial colonization in the fabric. If infection develops, prevena" therapy should be discontinued until the infection is treated. The prevena" incision management system will not be effective in addressing complications associated with the following: ¿ ischemia to the incision or incision area. ¿ untreated or inadequately treated infection. ¿ inadequate hemostasis of the incision. ¿ cellulitis of the incision area. Dressing changes: dressing changes should occur every 24-72 hours, or more frequently based on a continuing evaluation of wound condition and patient presentation. Consider more frequent dressing changes in the presence of infection or abdominal contamination.

Event description:
On jan 30 2017, the following information was reported via medwatch uf/imported report (B)(4) which reported the following: status post cervical spine fusion, patients were readmitted with surgical site infections ((B)(6) 2016, (B)(6) 2016, (B)(6) 2016 (x2), (B)(6) 2016 and (B)(6) 2016). Review of the cases showed that all had the kci prevena wound care system (suction barrier dressing) used in incision care. On (B)(6) 2017, the following information was reported to kci by the nurse: the physician treated six patients with prevena therapy from (B)(6) 2016 to (B)(6) 2016, and a "spike" in surgical site infections allegedly occurred. Four of the six patients required a return to the operating room for debridements and other procedures related to the infections in addition to antibiotic therapy. The remained two patients received antibiotic therapy only. All six patients reportedly recovered. On (B)(6) 2017, the following information was reported to kci by the nurse: "we cannot definitively implicate prevena in these infections but do know that use of prevena was a new intervention and that ceasing use of the prevena (along with other interventions) resulted in the issue being eliminated. The medwatch was submitted to the FDA out of an abundance of caution but, as a result of additional practice changes following these six post-operative infections are not comfortable drawing any formal causation between prevena and the infections." Device history review could not be performed as it was confirmed the prevena dressing lot number was not documented, and therefore not available. Patients #1, #2, #3, #4 required a return to the operating room for debridements and other procedures related to the infections in addition to antibiotic therapy. Patients #5 and #6 received antibiotic therapy only. Patient #1 (B)(6) 2016 will be addressed under MDR# 3009897021-2017-00044_(B)(6). Patient #2 (B)(6) 2016 will be addressed under MDR#3009897021-2017-00045_(B)(6). Patient#3 (B)(6) 2016 (1) will be addressed under MDR# 3009897021-2017-00046_(B)(6). Patient #4 (B)(6) 2016 (2) will be addressed under MDR# 3009897021-2017-00047_(B)(6). Patient #5 (B)(6) 2016 will be addressed under MDR # 3009897021-2017-00048_(B)(6). Patient #6 (B)(6) 2016 will be addressed under MDR# 3009897021-2017-00049_(B)(6).

Manufacturer narrative:
MDR-3009897021-2017-00046_(B)(6) submitted 18 apr 2017: incorrectly stated medwatch uf/imported report # (B)(4). Correction: medwatch uf/imported report # (B)(4).

Event description:
On jan 30 2017, the following information was reported via medwatch uf/imported report # (B)(4) which reported the following: status post cervical spine fusion, patients were readmitted with surgical site infections ((B)(6) 2016, (B)(6) 2016, (B)(6) 2016 (x2), (B)(6) 2016 and (B)(6) 2016). Review of the cases showed that all had the kci prevena wound care system (suction barrier dressing) used in incision care. Patient #1 (B)(6) 2016 will be addressed under MDR# 3009897021-2017-00044_(B)(6). Patient #2 (B)(6) 2016 will be addressed under MDR#3009897021-2017-00045_(B)(6). Patient#3 (B)(6) 2016 (1) will be addressed under MDR# 3009897021-2017-00046_(B)(6). Patient #4 (B)(6) 2016 (2) will be addressed under MDR# 3009897021-2017-00047_(B)(6). Patient #5 (B)(6) 2016 will be addressed under MDR # 3009897021-2017-00048_(B)(6). Patient #6 (B)(6) 2016 will be addressed under MDR# 3009897021-2017-00049_(B)(6).